Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple error alarms as well as a battery out limit alarm. Customer stated that the insulin pump was shutting off and turning on by itself. Customer also mentioned receiving multiple motor error alarms on the insulin pump couple months ago. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the incident was 300 mg/dl and was treated with manual injections. Through troubleshooting it was noted that the blank display did return. No further information reported.